Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. During support, flows were low and suction alarms occurred. Upon further investigation it was also noted that the cannula kinked. The patient survived the procedure.

Manufacturer narrative:
The investigation has been completed for the reported issue of low pump flow. The product was returned, and a kink was confirmed in the cannula. No other damage or abnormalities were found. In conclusion, it was determined that the cause of the low pump flow was a kinked cannula. This report is being filed as part of a retrospective review of historical records.